Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge. There was no adverse impact to the customer¿s blood glucose level due to this reported event. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.